Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. There is no allegation of a machine malfunction or leak reported for this event. Based on available information a cause of the peritonitis cannot be confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for peritonitis. The patient presented to the emergency room (ER) with generalized abdominal pain. The patient did not have any other symptoms. During an exam, the pain was found to have left lower quadrant and abdominal pain which was constant. The patient was admitted to the hospital and prescribed vancomycin, hcl + sodium chloride 0.9% intravenous (IV) solution 500ml (2,000mg 40ml; 166.67ml/hour IV loading dose, once) and cefepime 2gm, 20ml IV push once. A pd effluent culture resulted in no growth, but there was a high white blood cell (wbc) count (value unknown). The patient was discharged three days later. Additional hospital course is unknown. It is unknown if the patient continued pd therapy during hospitalization or if any fresenius products were utilized. The patient was discharged three days later

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.